Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's mobile power unit (mpu) experienced a yellow wrench alarm. The mpu was not actively powering the system controller when connected, and no visible damage was noted. A loaner was provided to the patient. A warranty repair has been requested for the mpu.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the mobile power unit (serial number: unknown) displaying a yellow wrench alarm and being unable to provide power to the system controller could not be confirmed. Log files related to this event were not obtained for review. Available information indicated that a loaner was provided to the patient and a warranty repair was requested. Multiple attempts were made to obtain information regarding the return of the unit, but no response was received. To date, the product has not returned to abbott. The root cause of the reported event could not be conclusively determined through this analysis. The device history records for the exchanged mobile power unit could not be reviewed, as the serial number of the unit was not provided. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ covers all alarms (visual and audible) that are associated with the system controller, including no external power alarms, and the actions to take if the alarms cannot be resolved. This section also describes how to appropriately respond to a yellow wrench advisory on the mobile power unit. The heartmate 3 patient handbook section 6 ¿caring for the equipment¿ describes how to properly care for and clean all equipment, including the mobile power unit and the patient cable. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.